Event description:
It was reported that dissection and hematoma occurred requiring additional intervention. The patient underwent percutaneous transluminal coronary angioplasty. The target lesion was located in the mid left anterior descending artery. Following pre-dilatation, a 4.00 x 48mm synergy xd drug-eluting stent (des) was advanced and deployed; however, angiography showed a type b and non-flow limiting dissection at the stent edge. A 3.50 x 48mm synergy xd des was then placed to cover the dissection, but a mild intramural hematoma was confirmed via intravascular ultrasound. A 2.50 x 48 mm synergy xd des was placed overlapping the deployed stents and covering the hematoma, and the procedure was completed. The patient was stable post-procedure and fully recovered. It was further reported that the target lesion was 80% stenosed, mildly tortuous and mildly tortuous with a bend of more than 90 degrees.

Event description:
It was reported that dissection and hematoma occurred requiring additional intervention. The patient underwent percutaneous transluminal coronary angioplasty. The target lesion was located in the mid left anterior descending artery. Following pre-dilatation, a 4.00 x 48mm synergy xd drug-eluting stent (des) was advanced and deployed; however, angiography showed a type b and non-flow limiting dissection at the stent edge. A 3.50 x 48mm synergy xd des was then placed to cover the dissection, but a mild intramural hematoma was confirmed via intravascular ultrasound. A 2.50 x 48 mm synergy xd des was placed overlapping the deployed stents and covering the hematoma, and the procedure was completed. The patient was stable post-procedure and fully recovered.